Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 579 mg/dl to "high" and diabetic ketoacidosis, cause was not known. Customer administered a bolus via the pump to address the issue and was driven to the emergency room by spouse with high ketones. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Date of discharge was not provided. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.